Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer declined to provide an alternate method of insulin therapy.